Event description:
A nurse reported that during a cataract extraction procedure, the vitrectomy ports were not connecting correctly. Additional information was received indicating a patient experienced a posterior capsule tear during vacuuming of the posterior capsule bag. The surgeon requested the staff setup for an unplanned vitrectomy procedure using a 23 gauge vit set, however, the system was only programmed for 20 gauge. They were told the system could be reprogrammed, but they were unable to do so during the procedure. The vitrectomy portion of the case could not be performed. There was a 20 to 30 minute delay while trouble shooting. Additional information has been requested.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss reviewed with the customer how to connect the probe to the appropriate ports and selecting the appropriate program corresponding to the vitrectomy probe to be used. The surgeon was able to complete the surgery. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause was attributed to user unfamiliar of the system vitrectomy probe selections. (B)(4).